Event description:
The facility's biomedical engineer reported a fail code 715 on channel b. The biomedical engineer did not have information regarding whether the failure occurred during patient use or biomed testing. The facility's biomedical engineer stated they have no record of any patient incident involving the pump since the last baxter service event.